Manufacturer narrative:
The referenced report of pump exchange due to suspected pump thrombus is covered under medwatch MFR# 2916596-2016-02279. (B)(4). Approximate age of device ¿ 4 days. The explanted device was not available to be returned for evaluation as it was not explanted. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced multiple hemorrhagic cerebrovascular complications, beginning on (B)(6) 2016. The cvas were suspected as being embolic with hemorrhagic conversion. The center reported that there were no adverse pump parameters at the time of the event. The patient's family declined autopsy and the pump was not explanted. The patient had recently undergone a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. The center confirmed that the patient had regained consciousness and was neurologically intact following the pump exchange.